Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation of the guidewire revealed its core wire breakage at approx .105mm from distal end. Close observation revealed the breakage due to repeated bending force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the investigation of returned device, it is inferred that bending force was given to the guidewire during the use for approx.1 hours in attempt of penetration, accumulate force exceeded the product design limit when the core wire broke. Coil was elongated but guidewire could be removed out without separation. Warning section of the IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel.

Event description:
Reportedly, in the pta shunt procedure to the patient with dialysis, subject guidewire was used with a support catheter to advance into the stenosis. After approx.1 hour attempt to penetrate, core wire breakage was felt. Guidewire was removed out without separation. No impact to the patient.